Event description:
It was reported that the patient complained of recurring incontinence with his artificial urinary sphincter (aus). A replacement procedure was performed and the previous 4.5 cm cuff was removed. The plan was to implant a 4.0 cm cuff but it was too tight. Therefore, another 4.5 cm cuff was implanted. There were no leaks in the explanted cuff. There were no patient complications.